Manufacturer narrative:
H10 - related report numbers: mw5170038, mw5170040, mw5170041, mw5170042, mw5170043, mw5170044, mw5170045, mw5170046. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a colonoscopy sample had been contaminated with fungus for the second time in one month. A separate sample from another patient had also become contaminated during egd (esophagogastroduodenoscopy) collection. The pathologist wondered if the said contamination might be coming from the scope. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.